Manufacturer narrative:
The reported events were material twisted and ¿lead kinked¿. As received, a complete lead was returned for analysis. The reported event of material twisted was confirmed. Visual inspection of the lead noted the outer insulation was twisted throughout the entire lead. The cause of the reported event is consistent with procedural damage. The reported event of ¿lead kinked¿ was not confirmed. Visual analysis did not find any additional anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a device replacement procedure, a kink was visually noted on the right atrial (ra) lead. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event.